Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly which resulted in the pump shutting off the customer's blood glucose (bg) level was 575 (mg/dl). A correction bolus was delivered via the pump to address bg. Reportedly the customer continued to use the pump for insulin therapy.